Event description:
Impella cp was inserted via femoral artery in a 38-year-old male patient of for acute myocardial infarction/cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as stage c-d (society for cardiovascular angiography and interventions) scai shock stage. During preparation for insertion, it was noted that the side arm of the 14fr x 13cm peep away sheath would not flush. A different sheath kit was opened and utilized at that time and the defective sheath was discarded. While on support red-tinged urine noted in urinary catheter and labs resulting as hemolyzed. Impella determined to be contributing factor to possible hemolysis. Attending physician informed and came to bedside to reposition. Prior echo measurement was 3.5 cm with unknown measurement post repositioning. It was also noted that there was intermittent bleeding from the groin in the intensive care unit (ICU). Heparin was turned off by staff at 0930 on (B)(6) 2025 without rep knowledge. Explant did not occur until 1430 on (B)(6) 2025. Clot had formed. During explant, clot was dislodged and patient lost distal pulses, vascular surgery performed to repair the groin. No other information was given.

Manufacturer narrative:
The investigation of the complaint has been completed and noted the following: no product was returned. Hemolysis: clinical details note that there was red-tinged urine and subsequent hemolyzed labs on (B)(6) 2025. Pump was repositioned, but it is unknown if the hemolysis resolved. On (B)(6) 2025, it was reported that the patient had red urine, impella appeared deep, and it was causing hemolysis. Repositioning resolved the hemolysis. Data log review showed no motor current spikes. There was an impella position in ventricle alarm on (B)(6) 2025. There were also two suction alarms on the morning of (B)(6) 2025, which resolved quickly. The cause of the hemolysis was positioning issues based on clinical details noting poor positioning and repositioning resolving the hemolysis. Minor bleed: clinical details note that there was bleeding in the leg on (B)(6) 2025. No other details are known. The cause of the access site bleeding was not determined due to insufficient clinical details and no product returned. Thrombosis/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history record review was completed and noted the device passed all the post sterile inspection checks. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.